Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the cause of the event could not be identified. It is likely that because there was the adherence of humidity (moisture) to the connector part of the scope, that the image anomaly occurred temporarily. Olympus will continue to monitor field performance for this device.

Event description:
The customer reported that during preparation for use for an orthopedic procedure, the unit lost image and went to color bars with a command displayed to power off and restart. The customer restarted the unit and connected another scope and again the phenomenon occurred. The camera was swapped out and the intended procedure was completed. There was no patient injury reported.

Manufacturer narrative:
As part of our investigation, an olympus sale representative visited the customer¿s site to troubleshoot the reported image issue. The sales representative was unable to reproduce the reported phenomenon. The sales representative reported that it is believed there may have been moisture on the scope connector. The unit was working as intended and will not be returned for evaluation. The cause of the reported event cannot be determined at this time. An investigation is ongoing to obtain additional information regarding the reported event. If additional information is received this report will be supplemented accordingly.